Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. H2: the system was serviced in the field by a medtronic representative. No failures were found. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that right before taking 3d spin, they closed the gantry around the patient but it would not get a green light ready to shoot on the mvs stack light. Reopened and closed and issue persist. Pulled down on the cover and then the gantry closed all the way and they got a green light on the stack. There was no patient impact and no delay.